Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. There were no patient consequences.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The issue was resolved by bring the patient into clinic for device interrogation. No further investigation is required at this time. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. Section h6 - correction - code "4641 - unexpected medical intervention" should have been included rather than "2199 - no health consequences or impact."